Manufacturer narrative:
The device involved in this event was not returned for evaluation as it was implanted in the patient. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. (B)(4).

Event description:
Medtronic (covidien) received report of vessel dissection during pipeline flex implantation. Patient had a sidewall aneurysm in the right cavernous internal carotid artery (ica). During the procedure, the patient experienced a mild dissection of the right ica at the cervical segment. The dissection was treated with stenting, resolving the event at the same time of the procedure. It is not known if dissection occurred before or after pipeline flex placement. The pipeline flex was placed successfully. Post procedure, the aneurysm was noted to have residual aneurysm, with no further treatment. The patient was discharged the next day with no clinical sequelae.